Event description:
Discovered white particulate matter in one burette from lot number 26c041283. Eight sets, two from four different lots were inspected due to info received that another hospital had problems. User stopped using medex pumps and tubing due to particulate problems spanning an 18 month period.